Event description:
It was reported that during a lap assisted distal gastrectomy procedure, the doctor felt difficulty in the first firing. As the staple line was not proper, another device was used to complete the case. Reinforcement material was not used. There were no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.